Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin squirts out during the manual prime. Customer stated that they were wearing the insulin pump during priming. Customer also reported experiencing low blood glucose readings in the past. Customer also mentioned that he was hospitalized in the past due to a low blood glucose reading. Customer stated that he was alerted of a low blood glucose reading which he treated with food, however his blood glucose levels continued to drop. Troubleshooting was performed and the drive support cap appeared to be normal. The issue was also resolved with an infusion set change. Customer's current blood glucose reading is 112 mg/dl. No further information reported.